Event description:
On (B)(6) 2023 the patient presented to the physician with cellulitis. Patient was placed on antibiotics at that time. On (B)(6) 2023 the patient and physician reported improvement, however surgical intervention was conducted to move one lead into a deeper position and revise the surgical incision.